Manufacturer narrative:
Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, itis typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, there was intervention to treat the dehiscence that was performed after the initial implant surgery. Minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. This device is not available for return and evaluation at this time. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm pericardial aortic valve was explanted after an implant duration of approximately 8 years due to dehiscence leading to paravalvular leak at the junction between the right and non-coronary cusps. On explant, the surgeon observed that the pvl was caused by sutures coming away from the annulus (broken suture on rcc, one of 3 continuous sutures). There was no structural valve degeneration, the valve and the leaflets were noted to be in good condition. A 25mm valve was successfully implanted in replacement. The patient was doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated based additional information received. Fragments were received by the product evaluation lab and the customer report of dehiscence and paravalvular leak could not be confirmed through visual observations. Fragments of what appeared to be host tissue were received. The device was not received. No additional information was received.